Event description:
Pt report the lancet was protruding from the lancet drum. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. This is the multiclix system, lot not provided.

Manufacturer narrative:
The suspect product is the multiclix lancet.